Manufacturer narrative:
Title nonresectional simplified folding technique in robotic mitral valve plasty: comparison with leaflet resection technique source the heart surgery forum, volume 21, 2018 (e145-e147) article number:3. Date of publication: 13 april 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from december 2015 to august 2016, the mitral valve plasty (mvp) technique for degenerative disease was typically leaflet resection and suturing (rs). However, this technique was time consuming and unreproducible. To overcome this disadvantage, they developed a nonresectional folding technique, which is fast and reproducible. Mvp was successful in all 32 patients. In the folding technique group, the operation time, cardiopulmonary bypass time, and cross clamp time was faster than the conventional rs technique group. Two patients had transfusion in the folding technique group and four in the rs technique group. All patients were discharged without complications. The post-echocardiography revealed no mitral valve regurgitation in any patient.